Event description:
It was reported that cartridge had difficulty moving along guide tracks, and customer was unable to load multiple cartridges past halfway, while also experiencing problems turning on pump screen and using touchscreen to unlock pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.